Manufacturer narrative:
Service order completed: service engineer cleaned blood from fluid logic module area and right side of instrument and ran system checkout procedure successfully. The investigation conclusion and codes, included in initial report, are not affected by the additional information received regarding the service order feedback. Kit lot UDI: (B)(4). Device not returned.

Manufacturer narrative:
This system was used for treatment. Kit lot d736 was reviewed. There were no non-conformances. This lot met all release requirements. The (B)(4) lot number was not provided. However, a review of all (B)(4) lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trends were detected for complaint category fluid logic module (flm) leak or blood pump error alarm. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. Service order feedback was still pending at the time of this report. A supplemental report will be sent once the service order feedback is received. (B)(4). Device not returned.

Event description:
Customer reported a blood pump error alarm and a blood leak at the fluid logic module (flm). Customer stated on their 6th cycle of treatment they received a blood pump error alarm. The customer administered two saline bolus. After the saline bolus were delivered the customer realized blood was leaking from the fml door. Customer aborted treatment and did not return the blood to the patient. Patient had a pretreatment hematocrit of 33.3. A post hematocrit was not checked and the patient was not transfused. Customer requested service. Customer has already discarded the kit and no photographs were taken.